Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the unrechargeable error screen was displayed while charging the ins. The stimulation became off when the patient controller was not being operated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that when charging the ins, the "unable to charge" error screen was occasionally displayed. It was improved when the battery pack was reinserted, but it appeared frequently. When the patient went out without carrying the patient controller, the stimulus suddenly turned off and pain appeared. After the patient returned home and checked with the controller, it was found that stimulation was off, and when stimulation was turned back on the pain was improved. The patient's settings were noted as 51.0 milliamperes amplitude, 1000 microseconds pulse width, 60 hertz rate, bipolar stimulation with anodes on electrodes 10 and 13 and cathodes on electrodes 11 and 12, and 24 hours per day usage. It was noted that x-rays were not available. A session report and device data file were provided. The charging failure occurred even though multiple rechargers were owned by the patient and used as replacement products, so it was considered to be a malfunction of the patient controller. The patient controller was replaced. The timing and frequency of the power off incidents were irregular and the cause was unknown. It was unknown if the issue was resolved. No surgical intervention occurred or was planned. The patient was primarily/originally treated for complex regional pain syndrome (crps). The physician's observation about severity was that the event was no severe. The patient was alive with no injury.